Event description:
Pt contacted dexcom technical support on (B)(4) 2011 to report that , due to a hypoglycemic event, he became unconscious and his wife had to call the paramedics. During his hypoglycemic episode pt's cgm was reading 94 mg/dl while his bg was in the 30's mg/dl. His cgm was displaying dropping glucose levels and his alarms went off at 70 mg/dl as programmed. Pt was taken to the hospital where he was given IV fluids and released the same day. During his call to dexcom technical support, pt stated feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.